Event description:
It was reported that pump display had pixel issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place problematic pump into storage mode and return it with pre-paid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.